Event description:
It was reported that the alcohol used for reprocessing was replaced with acetone in the endoscope reprocessor. Eight scopes were reprocessed, but none were used on a patient. They have since been reprocessed correctly with alcohol. There was no report of patient harm. This report is linked to patient identifier, (B)(6).

Manufacturer narrative:
The device was not returned to olympus, and it is not expected to be returned for evaluation of the reported issue. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e2, e3, g2 health professional, of the initial medwatch. The information was inadvertently left out. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to the user did not read instructions for use (IFU) thoroughly, causing the suggested event. The event can be prevented by following IFU the sections which state: chapter 3. Inspection before use? 3.6 inspecting and replenishing alcohol. Check how much alcohol is in the alcohol tank and add more as required. [Warning]: the alcohol used with the equipment must be 70% ethyl alcohol or isopropyl alcohol. Using any other kind of alcohol may result in malfunction of the equipment or the endoscope, difficulty drying the endoscope, fire hazard, or a hazard due to toxic vapor emitted from the alcohol. Olympus will continue to monitor field performance for this device.